Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no deformation of the nozzle was observed. The likely cause of the reported event is due to insufficient or in adequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported switch four on the subject device did not work. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the nozzle was clogged with foreign material due to insufficient cleaning. The reported issue (switch four not working) was confirmed due to the printed circuit board in the switch being defective. In addition, the paint on the suction cylinder was peeling due to deterioration caused by reprocessing, angulation was insufficient and there was play in the angulation knob due to elongation of the angle wires, the adhesive on the bending section cover was cracked due to deterioration and cloudy, the insertion section was scratched, the distal end cover was crushed due to handling, the connector was scratched due to physical stress, switches one and two were scratched due to physical stress, the boot was scratched due to physical stress, there was discoloration on the control section due to handling, and switch four did not have a noticeable click when operated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.